Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The customer reported ¿that the mx800 bedside monitor did not alarm when a patient was without abp pulse and the abp wave was flat.¿ there was no adverse event reported.